Event description:
A surgeon was performing a pelvic laparoscopic procedure, when the trocar perforated the bowel. Bowel was repaired, but pt spent 3 add'l days in hosp. Physician claims trocar was too sharp.